Event description:
It was reported that the patient presented for a follow up in clinic. The patient's implantable cardiac defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos). The device was reprogrammed. The patient was stable.